Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. There was no allegation of patient harm or injury. The device was evaluated at a third-party service center. During initial inspection, the front case kit was noted to be missing foam gasket. In addition, the rubber feet and warning label were damaged, and the handle o-ring kit was missing. During functional testing, the device failed a significant event log repair test. Review of the error log confirmed a ¿ventilator service required¿ error code was identified indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity. This condition indicates the battery life has declined due to use. An informational ¿ventilator service required¿ error code was also observed, indicating that one or more ¿ventilator service required¿ errors were active in the system. The internal battery required replacement to address the condition. Following the repair, the device passed all testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of battery life has declined due to use is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.